Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 525 mg/dl at the time of incident. Customer treated for their blood glucose. The customer's current blood glucose was 72 mg/dl. Troubleshooting found the drive support cap on the insulin pump was normal. Customer declined to check for the presence of leaks or air bubbles during troubleshooting. It was also found the customer had an absence of no delivery alarms on the insulin pump. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.